Event description:
It was reported that the ventilator stopped ventilating while on patient. Serious injury. Final patient's outcome was unknown. Manufacture's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator stopped ventilating while on patient. No service or on-site investigation was requested from the customer. A successful pre-use check was performed by the user facility. The received logs was evaluated and found no indications of a stop of ventilation. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of a ventilator malfunction during the ventilation period.